Manufacturer narrative:
The technician found the side rail latch components were dirty. The side rail latching components were cleaned and lubricated by the technician to resolve the issue.

Event description:
The technician alleged, the side rail would not latch. No pt impact.